Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') and ovarian cyst ('developed ovarian cysts') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, hypermenorrhea"), abdominal pain ("severe abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, pelvic discomfort, menorrhagia, abdominal pain, rash, alopecia, abdominal distension, tooth disorder, dyspareunia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted in removal date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received- reporter information and medical history were added. Events endometriosis and dysmenorrhea added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') and ovarian cyst ('developed ovarian cysts') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, hypermenorrhea"), abdominal pain ("severe abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, pelvic discomfort, menorrhagia, abdominal pain, rash, alopecia, abdominal distension, tooth disorder, dyspareunia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted in removal date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") and ovarian cyst ("developed ovarian cysts") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("severe abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove essure coils performed in (B)(6) 2015) and surgery (underwent a surgical procedure to have them removed in 2013). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, pelvic discomfort, menorrhagia, abdominal pain, rash, alopecia, abdominal distension, tooth disorder and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous legal case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain ("chronic pelvic pain/ severe pain") and ovarian cyst ("developed ovarian cyst"). Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. After essure insertion, pelvic pain may occur within consumer under essure use. Due to nature of chronic pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality with essure use cannot be excluded. Regarding ovarian cyst, due to essure local action in fallopian tubes and pathophysiology of the event, causality with essure is unrelated. This case was regarded as incident since device removal was required. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") and ovarian cyst ("developed ovarian cysts") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. In 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("severe abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove essure coils performed in (B)(6) 2015) and surgery (underwent a surgical procedure to have them removed in 2013). Essure was withdrawn. At the time of the report, the pelvic pain, ovarian cyst, pelvic discomfort, menorrhagia, abdominal pain, rash, alopecia, abdominal distension, tooth disorder and dyspareunia outcome was unknown. The reporter considered pelvic pain, ovarian cyst, pelvic discomfort, menorrhagia, abdominal pain, rash, alopecia, abdominal distension, tooth disorder and dyspareunia to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this spontaneous legal case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain ("chronic pelvic pain/ severe pain") and ovarian cyst ("developed ovarian cyst"). Pelvic pain is anticipated in the reference safety information for essure whereas ovarian cyst is unanticipated. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. After essure insertion, pelvic pain may occur within consumer under essure use. Due to nature of chronic pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality with essure use cannot be excluded. Regarding ovarian cyst, due to essure local action in fallopian tubes and pathophysiology of the event, causality with essure is unrelated. This case was regarded as incident since device removal was required. Additionally, non-serious events were also reported. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.